Event description:
Peg driver broke during surgery, piece left in patient.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the fracture. Evidence shows a slight torsional failure, but the primary surface show a brittle shear failure. Engineering is currently in the process of developing a handle to accommodate the smaller screwdrivers to help reduce the risk of too much torque. No corrective action taken. Trends will be monitored. Product development was notified of the complaint. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.